Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. Additional information provided in b.5. And h.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the iol was wasted and not damaged.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a damaged intraocular lens (iol) on a billing sheet. Additional information was requested.